Event description:
Related manufacturer number: 2017865-2022-04199. It was reported that a patient's left ventricular lead was explanted and replaced on (B)(6)2022 due to lead dislodgement. A different left ventricular lead was also implanted and explanted on (B)(6) 2022 for an unspecified reason. The patient was stable throughout.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.